Event description:
It was reported that device detachment occurred. The 90% stenosed target lesion was located in the severely calcified right coronary artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon could not cross the lesion due to severe calcification. The balloon was fully deflated and upon withdrawal, the shaft broke. The device was easily and completely removed from the body of the patient. The procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination of the balloon identified no damages. No kinks or damages with the hypotube shaft profile. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The mid-section of the bumper tip was stretched along an inserted product mandrel. A microscopic examination of the proximal and distal markerbands identified no damage. A kink was identified on the midshaft, 8mm proximal from the port exchange. No other issues were identified during the product analysis.

Event description:
It was reported that device detachment occurred. The 90% stenosed target lesion was located in the severely calcified right coronary artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon could not cross the lesion due to severe calcification. The balloon was fully deflated and upon withdrawal, the shaft broke. The device was easily and completely removed from the body of the patient. The procedure was completed using an alternate device. No patient complications were reported.